Event description:
A customer called on behalf off the pt. Customer stated that pt is on an insulin pump and felt the readings from the dex have been "low" and believes the hundreds unit is not being consistently displayed. Customer stated that he tested pt's blood sugar and received a result of 45 mg/dl. This result alarmed him. He gave the pt some juice and crackers and a holis of insulin. Approx 2 hours later his wife checked the pt's blood sugar and received a result of 288 mg/dl. The latter result seen highly unlikely since the ingestion of food and dosage of insulin. While on the phone a review of the system was conducted. The hundreds units does not appear to be flickering on and off. A request was made to return the unit for evaluation. In the meantime a replacement unit was provided.